Event description:
It was reported that there was a liner exchanged due to tightness in knee. Went from a 11mm liner to a 9mm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding decreased range of motion involving a triathlon insert component was reported. The event was confirmed. Device history review: review of the device history records was satisfactory. Complaint history review: there have been no other events for this lot. Conclusions: the reported event was confirmed based on the implant sheets that were provided however insufficient medical records were provided to perform a medical review. Further information such as medical records, clinical history, progress notes, op reports and examination of explanted components is required to determine the root cause.

Event description:
It was reported that there was a liner exchanged due to tightness in knee. Went from a 11mm liner to a 9mm.